Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided photograph. The picture provided depicts a bent tip with what appears to be a crack or a chip in it. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It is reported that the cannulated driver twisted while the surgeon was implanting a headless compression screw for a scarf osteotomy. Another device was used to complete the procedure. No adverse events occurred as a result of this malfunction.